Event description:
Pt scheduled for incisional hernia repair. Planned laparoscopic but changed to open incision due to anatomy. Surgeon picked up a covidien ligasure maryland disposable grasper to test for use. He noted that a small piece of metal came loose and almost fell into the pt's abdomen (surgical wound). The surgeon prevented it from falling into the wound. The instrument was not used on the pt.